Event description:
It was reported that patient underwent a procedure utilizing a suture passer in 2009. During the procedure, the shaft where the nitinol pusher passes was blocked. This caused a delay of thirty minutes to the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that the channel of the instrument was blocked.